Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. The technical support specialist (tss) had been waiting for a response from the customer, but no reply was received regarding further assistance. Therefore, the technical support specialist closed the case. Complaint will be reopened to document the repair information if further information provided.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es printer was not functioning properly. The customer informed that print jobs continuously print without stopped and intermittently produced gibberish or unreadable characters, resulted in unusable printouts. However, there were no delays or adverse events or injuries reported based on this event.